Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Diagnostic testing indicated high impedance on multiple contacts of the lead located at l5. As a result, surgery occurred on (B)(6) 2021 during which a new lead was implanted to address the issue.